Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-07433 and 2134265-2012-07434. It was reported that post coronary stenting treatment procedure, angina, severe coronary artery disease, dyspnea, nausea, stenosis, and target vessel revascularization occurred. In (B)(6) 2011, the subject presented with left-sided numbness and chest pain. CT and MRI of head were unremarkable. ECG revealed normal sinus rhythm and cardiac enzymes were found to be negative. Stress test was abnormal with medium-sized lateral and inferior lateral myocardial ischemia. The subject was diagnosed with unstable angina (braunwald classification iiib) and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was an 80% stenosed de novo lesion,with pre-existing thrombus, located in the mid portion of the saphenous vein graft (svg) to right posterior descending artery (r-pda). The lesion was 30 mm long with a reference vessel diameter of 4 mm and treated with direct stent placement using a 4.00 x 38 mm taxus liberte stent. Post-dilatation was performed with 0% residual stenosis. Target lesion #2 was a 70% stenosed de-novo lesion, located in the distal portion of the svg to r-pda. This lesion was 10 mm long with a reference vessel diameter of 4.0 mm and treated with direct stent placement using a 4.00 x 24 mm taxus liberte stent, overlapping distally with another 4.00 x 32 mm taxus liberte stent and proximally with the previously deployed 4.00 x 38 mm stent, deployed in target lesion #1. Residual stenosis was 0%. The subject was discharged on aspirin and prasugrel, the following day. In (B)(6) 2012, the subject presented with sub-sternal chest pain,radiating to the left arm, associated with shortness of breath and nausea. The subject was diagnosed with unstable angina. Cardiac catheterization was recommended which revealed 90% stenosis in the mid-segment of the r-pda, "proximal to svg insertion site." The stenosis was treated with placement of a 2.5 x 24 mm non-bsc stent. Following balloon angioplasty, residual stenosis was 0%. In addition, the 80% stenosis in the svg to r-pda was treated with placement of a four non-bsc stents (4.00 x 28 mm, two 4.00 x 38 mm, and a 3.5 x 15 mm) with 0% residual stenosis. At the time of event, the subject was on aspirin and study drug (which was discontinued). The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel, two days later.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states, under precautions, "patient with lesions located in the saphenous vein grafts, in the unprotected left main coronary artery, ostial lesions, or lesions located at a bifurcation." However, the complaint states "the target lesion was in the saphenous vein graft." The dfu states "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the risk of placement difficulty and procedural complications." However, the complaint states "the target lesion 1 was treated with direct stent placement." The dfu states "do not use after the "use by date." However, the complaint and shop floor paperwork (sfp) states "use by december 2010." The most probable root cause is considered use error. (B)(4).